Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had photorefractive keratectomy surgery on (B)(6) 2016 and presented on (B)(6) 2016 with inflammation in both eyes. The topical steroid dosage was increased and oral steroid were prescribed. A brief description of the event was provided; stromal inflammation and delayed epithelial healing greater in the right eye (od) than the left eye (os). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision and was very worried. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -5.50 x -.25 x 75, left eye pre-op 20/20 -5.00 x .00 x 90. Account reported that patient has residual stromal opacity in right eye 18 days postop.